Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x16mm promus element plus stent was selected to treat the lesion but the physician met resistance during several attempts to cross the lesion. The device was removed from the patient and found the proximal edge of the stet lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x16mm promus element¿ plus stent was selected to treat the lesion but the physician met resistance during several attempts to cross the lesion. The device was removed from the patient and found the proximal edge of the stet lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).